Event description:
The tube feeding tubing was noted to be hanging on the floor leaking. Upon inspection, iris dobhoff was found to be broken on purple tube feeding port. Pt had just received medication via medication port. Reported off to this rn that port would leak when medications/flushes administered. Noted that happen twice during this shift prior to device breaking. No tugging on tubing had occurred prior to the breakage, did not get caught on anything.